Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, harmonic was using for dissection then the rubber part at the tip of instrument came out. Detached from the tip as a result impossible to use it continually and ended up to replace it with a new package.